Manufacturer narrative:
Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# v366331, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer. Patient product ID: 3888-45, lot# v337903, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the left lead had not been working since the month prior to the report. It was noted that the patient had a pocket adaptor along with two quad leads connected to a bifurcated extension. It was further reported that the patient was scheduled to have a lead revision on the day following the date of the report. The patient reportedly denied having any falls or trauma and it was noted that the lead had been in for 9 years. It was later reported that the lead had high impedances and all leads and extensions were replaced. It was noted that the patient was doing very well and was receiving effective therapy. It was also noted that the leads were cut during removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had no stimulation sensation.